Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic compared to same device. The reporter was unable/unwilling to provide blood glucose readings. Based on statistical methodology, the calculated difference of these glucose results does not meet lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.